Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The intraocular lens is implanted.

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens in the left eye. Preoperatively, the pt's bcva was 20/20 with mr +3.00 -0.50 x90. Approx four weeks postoperatively, the surgeon noted a z-syndrome. The pt's bcva was 20/15 with mr -0.25 -4.00 x85. Approx six weeks postoperatively, the pt's bcva was 20/15 with mr -0.50 -3.00 x80. A relaxing yag capsulotomy was performed approx two months postoperatively to address the lens tilting and subsequent astigmatism. No follow up info has been provided.